Manufacturer narrative:
The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert and failed battery alert/battery failed alarm. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 02:06:33.000. (B)(6) 2024 02:06:51.000. (B)(6) 2024 02:08:05.000. (B)(6) 2024 02:08:17.000. (B)(6) 2024 02:08:23.000. (B)(6) 2024 11:04:23.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 02:00:00.000. (B)(6) 2024 11:00:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 02:06:43.000. (B)(6) 2024 02:06:58.000. (B)(6) 2024 02:08:15.000. (B)(6) 2024 02:08:17.000. Pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2022 12:00:00.000. (B)(6) 2023 12:00:00.000. (B)(6) 2024 13:00:00.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The power management tool confirmed pump error 25 alarm, replace battery alert, failed battery alert/battery failed alarm and a high sleep current measurement (unexpected battery power loss) due to connector resistance issue on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 29-jan-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Pump error 25 alarm, replace battery alert, failed battery alert/battery failed alarm and a high sleep current measurement (unexpected battery power loss) were confirmed due to connector resistance issue on j6 /pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported replace battery now alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.